Manufacturer narrative:
Concomitant medical products: 3708360 neuro extension, implanted (B)(6) 2013; 37714 pain stim ipg, implanted (B)(6) 2013; 3487a lead implanted (B)(6) 2013 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) had punctured "and deflated the lung" and the "incision came open and was bleeding" the ipg was revised and remains in use. No further patient complications have been reported as a result of this event.